Event description:
A malfunction was reported on a pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer technical support provided guidance to reset the pump, but the touchscreen remained unresponsive, leading to a pump replacement. The customer reported that the malfunction code reappeared after the reset.